Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported the patient had a knee replacement surgery and since then, he hasn¿t been able to use the device because he gets an electrical feeling down his leg to his knee. The pulses go haywire and it ¿hurts like you wouldn¿t believe.¿ the patient currently had stimulation turned off, but he kept the ins charged. The patient reported he doesn¿t think he told his knee surgeon about having the device, so it is unclear if appropriate electrocautery guidelines were followed. The patient was going to keep stimulation off until they followed up with a healthcare provider (hcp). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained from the patient. They reported that their ins worked up until they had their knee replacement surgery on (B)(6) 2017; it was working before the surgery and was not working after the surgery. The patient reported they are certain they informed the knee surgeon and the anesthesiologist about their implanted device before the surgery. The knee surgeon told the patient the ins had likely "short circuited", and they would likely need to get it replaced. The patient is considering seeking legal council against the knee surgeon. They have not been able to take any steps to resolve the pulsing going haywire because they are unable to find the doctor listings that were emailed to them. The physician listings were re-sent to the patient via snail mail on (B)(6) 2018, the patient will contact the manufacturer once they know what their next steps will be.